Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the infusion set had to be changed five or six times per day. She stated that it either came unglued or the reservoir would not work properly. The blood glucose reading was 210 mg/dl. She also reported that the reservoirs bottomed out and that the plunger kept slipping until it reached the bottom and then insulin was dripping out. She reported a no delivery alarm, which was resolved with a complete set change. Nothing further was reported.